Event description:
It was reported that the shipping product had a defect. Organic particle matter inside pouch. No other information provided.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only the picture was received. We were unable to analyze the sample utilized in the reported event, as the package was not returned to us. The photo appears to show a hair across the package seal, breaking the sterility. This cannot be confirmed through the use of the photo alone. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted for complaint issue. The product met all in-process and finished goods specifications upon release of the product.